Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored signal artifact monitor (sam) episode. Upon review, the presenting electrogram (egm) showed that the minute ventilation (mv) sensor was disabled by sam feature due to oversensing noise. Ts also observed high out of range pacing impedances on the right ventricular (rv) lead channel and low out of range pacing impedances on the right atrial (ra) lead channel. The hcp stated patient had a procedure done that correlated to the time the device recorded the sam event. It was determined that the cause of the oversensing noise and impedance changes observed appeared to be possibly due to the procedure. No patient impact or adverse effects were reported. The crt-d and both rv and ra leads remain in service.